Event description:
Customer reported via phone call that they experienced hyperglycemia as they forgot to bolus for lunch. Customer also reported under delivery alarm. The blood glucose level reported at the time of incident event was 465 mg/dl. Customer stated that the insulin pump demanded calibration but no option was provided for the same as the blood glucose level was high. Customer also reported that the insulin pump was used within 48 hours of the reported high blood glucose event. No harm requiring medical intervention or further complications were reported. Troubleshooting was performed and the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.